Manufacturer narrative:
The product was not returned, therefore no product analysis can be performed.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, there was bleeding at the access site requiring surgical angioplasty. Hemostasis was achieved. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.